Event description:
It was reported that during use of the iab, the ECG baseline was severely wandering, despite appearing steady on the pump's monitor. A drop in baseline was observed, and a comprehensive leak test was performed. The test indicated a problem with the iab. The iab was removed with no pt complications.